Event description:
Hospitlization for high blood sugar levels. While troubleshooting the pump, the customer stated that there was no insulin exiting the quick release of the infusion set. It was indicated that a leak was detected at the luer connection. It was said that the customer is changing the reservoir once a month and the infusion set every two weeks. The customer was educated on proper set change techniques.